Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was reportedly tired and sleepy. At around 6:30 am, her husband couldn't wake her up, so he decided to call an ambulance. When the ambulance arrived, the cgm reading was 40 mg/dl, while her bg was 40 mg/dl, and her body temperature was dropping. The patient was taken to the hospital by the ambulance. The medical staff performed a series of tests and procedures, and she was wrapped in a thermal blanket. The patient experienced diabetic coma. The patient was not aware of treatment provided at the hospital due to being in a coma. The patient was diagnosed with hypoglycemia. The patient stated that he stayed in the hospital for 4 days and was discharged on (B)(6) 2025. Before the patient was discharged, his bg result was 93 mg/dl. At the time of the report the patient was doing fine. The patient reported that she was hospitalized because she could not hear the alarms for hypoglycemia on the cgm, the volume was not loud enough. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. The patient's egvs did not go urgent low on or around the event date, may 27, 2025. No additional patient or event information is available.